Event description:
It was reported that during a cryo ablation procedure, temperatures increased unexpectedly by increments. While ablating the right superior pulmonary vein the phrenic nerve stopped capture. The temperature raised unexpectedly. At this point ablation was ceased and balloon was deflated. The patients diaphragm movement was assessed by imaging and it was noticed that movement had decreased. The case was completed with cryo. The patient was admitted overnight to monitor if the phrenic nerve injury (pni) recovered. The patient's hospitalization was extended and the patient recovered the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 23 applications were performed using a balloon catheter identified as afapro28 with lot number 25306. Patient file did not show any system notices on the reported date of the event. The console output data (pressure, preset pressure, and flow) showed pressure is tracking preset pressure and flow readings were as expected; however, the temperature profile was not as expected (colder than usual) during the ablation at application #22. In conclusion, the clinical issue of phrenic nerve injury (pni) occurred during the procedure. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.